Event description:
It was reported that the insulin pump alarmed motor error during priming. Customer's blood glucose was 425 mg/dl. Customer stated she treated high blood glucose with injection. Troubleshooting was done for motor error. Customer stated will be able to rewind the insulin pump, but she will also get no delivery alarm. Customer declined to troubleshoot for high blood glucose and no delivery alarm. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms or excessive no delivery alarms noted. Motor was tested outside the device and passed. Unit received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.